Event description:
Boston scientific crm received information that this 4136 lead dislodged one day post implant. This lead was explanted and discarded by the hospital staff. A new lead was successfully implanted, to date no adverse patient effects were report.